Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a loss of power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/13/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Corrosion due to moisture was observed on the ir window, and the pump history could not be downloaded. A leak test was performed and a leak was found due to a crack between the display lens and case seal. The pump battery compartment and cap were not damaged and the pump maintained power. The pump was successfully primed and exercised for 24 hours with no interruptions in power. The pump case was opened and corrosion due to moisture was found on the printed circuit board. Unrelated to the complaint, the display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly.